Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on pt, but there was no pt harm reported.

Manufacturer narrative:
(B)(4). Pt information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/24/2015. Conclusion / root cause: this da board was tested and no failures were identified. This da to mc board cable rev e was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.